Manufacturer narrative:
The suspect device was returned for evaluation. The failure as reported was observed. The tip of the catheter was detached from the body. The most likely root cause of the failure can be attributed to human factors. Specifically, the incomplete fusion between the teflon sleeve and the body of the device can ultimately lead to the tip of the device detaching during use. A search of the complaint database was performed and no similar complaints for this lot number were found. The device history record was reviewed, and no exception documents were found. Nonconformances of this nature are monitored by the operation team. This complaint will be used to trend for similar complaints.

Event description:
It was reported that during a thoracic endovascular aortic repair (tevar), after placing the stent graft and removing the impress catheter it was found that the tip had come off. When the guidewire was removed, the tip of the catheter was entangled in the guidewire. The operator has no recollection of excessive manipulation of the impress. While impress catheters have been used in similar cases, this incident was the first occurrence at the customer facility. No reported patient injury.

Manufacturer narrative:
The suspect device is expected to return for evaluation. A follow-up will be submitted when the evaluation is complete.